Event description:
It was reported that the physician used the biopsy instrument for a liver biopsy, and it failed to get good tissue samples. The tissue samples were just fragments of tissue. There was no reported injury to the pt.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The sample was not returned for evaluation. Based on the info received, the results are inconclusive and the root cause of the event is unk.